Event description:
It was reported that the right ventricular lead perforated the patient. The lead exhibited a high pacing threshold and low impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.